Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that inadvertent mishandling during sheath removal/preparation for use and/or during advancement resulted in the reported stent dislodgment; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with chest pain. An angiogram showed in-stent restenosis of an implanted, non-abbott stent, that was moderately calcified and 80% stenosed in the mid-left anterior descending artery (mlad). After pre-dilatation, a 2.75x15mm xience prime drug eluting stent delivery system (des) was advanced, but under fluoroscopy, the physician could not see the stent. The device was withdrawn from the anatomy and inspected but the stent was not found attached to it, nor was the stent found in the catheter or the patient anatomy. Plaining old balloon angioplasty was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.